Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that - issue with qc. Bd affirm¿ vpiii microbial identification test which also affected three patient samples. Repeat testing was performed. No patient impact was reported. The following information was provided by the initial reporter: "we have a half of box that we are throwing and affected 3 patients."

Manufacturer narrative:
H.6 investigation summary: quality initiated an investigation on qc failure. Some samples were all positive and some were all negative. Batch history record review was performed to the finished product and its components, no deviation was reported on any record. In-process and qc testing were within specifications. Visual inspection was performed to the retention sample and returned good sample with satisfactory results. Functional test was performed to the retention and returned good sample with satisfactory results. Bd cayey will continue to closely monitor for trends associated with qc failure. Complaint unconfirmed based on retention and returned goods samples and batch history records review. H3 other text : see h.10.

Event description:
It was reported by the customer that issue with qc.bd affirm¿ vpiii microbial identification test which also affected three patient samples. Repeat testing was performed. No patient impact was reported. The following information was provided by the initial reporter: "we have a half of box that we are throwing and affected 3 patients".